Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in unipolar. As the bipolar pacing impedance was in range, the physician elected to reprogram the pacing/sensing polarity into bipolar.